Manufacturer narrative:
This device is for treatment, not diagnosis. All of the screws have worn threads and used heads. Most of the color anodizing is gone. Many screws appear to have chunks of threads missing. None of the screws are labeled with part numbers or lot numbers therefore dimensions, material and hardness specifications could not be verified. The broken screw was compared to all of the other similar screws for material and all of those screw type are 316 stainless steel. This complaint is indeterminate from a manufacturing stand point. Placeholder.

Manufacturer narrative:
This report is for 1 unknown screw. Implant date approx 10 months prior. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. This device was used for treatment not diagnosis.

Event description:
This report is for 1 unknown screw where it was reported that an asymptomatic patient presented to the surgeon approximately 10 months post-op for a routine follow-up. Examination revealed a broken medial plate and a nonunion of the extra articular portion of the fracture. The patient was revised on (B)(6) 2013 to remove the broken medial plate, the unbroken lateral plate and an unknown number of screws. One of the unknown cortex screws broke upon removal. The patient was revised with a 6-hole extra articular distal humerus plate. No further information was provided. This is report 3 of 4 for complaint (B)(4).

Event description:
This report is for an unknown number of unknown screws.

Manufacturer narrative:
Device is used for treatment, not diagnosis report covers quantity of (B)(4) unknown screws the plate is made from implant grade 316l stainless steel, a commonly used plate material. There are many factors that could lead to a non-union and subsequent plate breakage, including surgical technique, patient compliance, patient health or even the design of the product. However, considering the relatively low occurrence rate of this failure, the fact that the material is standard across all product lines and that the plate design elements are utilized in a wide variety of plates, it is unlikely that the design of the plate was a contributing factor in this failure. Due to the very high volume of screws sold across all product lines, the controlled design standards to which the screws are manufactured and no evidence to suggest a trend, it is very unlikely that the screw design contributed to this complaint. Event date unknown.